Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the revision procedure, the physician attempted to pace the left ventricular (lv) lead and it ex hibited no capture. No further attempts were made to pace as the patient experienced phrenic nerve stimulation. The lv lead was capped and replaced. Also, during the procedure, a break in the proximal right ventricular (rv) lead defibrillation insulation was no ted. It is suspected that this occurred during the procedure as the previous/pre-procedure impedances were stable and within expected range. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected lower range with a patient alert for out of tolerance sub-threshold lead impedance on (B)(4) 2013. Weekly pace impedance trend data shows a spike decrease for min lv perm pace impedance equal to 741 to 171 to 703 ohms between (B)(4) 2013 and (B)(4) 2013.

Event description:
It was reported that the left ventricular (lv) lead had decreasing impedance and is now low. The patient was also experiencing pocket stimulation. The lv lead was programmed off and a revision has been planned. No further patient complications have been reported as a result of this event.